Event description:
Watchman pms. It was reported that a patient death occurred. In (B)(6) 2020, a left atrial appendage (laa) closure procedure was successfully performed using a 24mm watchman laa closure device with delivery system (wds). In (B)(6) 2022, 979 days post index procedure the patient died of unknown causes.

Event description:
Watchman pms. It was reported that a patient death occurred. In (B)(6) 2020, a left atrial appendage (laa) closure procedure was successfully performed using a 24mm watchman laa closure device with delivery system (wds). In (B)(6) 2022, 979 days post index procedure the patient died of unknown causes. It was further reported the patient died at home due to sudden cardiac death. On an unknown date post index procedure the patient experienced heart failure and a cerebral infarction with mild sequelae.